Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the pacemaker and right atrial (ra) lead had noise problem. No intervention was performed. The patient was stable.

Event description:
New information received notes the patient was presented to the clinic for a scheduled follow-up. The patient's right atrial (ra) lead had over-sensed noise resulting in multiple episodes of inappropriate mode switch and high ventricle activity. The device was re-programmed to have the issue resolved. The patient was in stable condition.